Event description:
The customer reported the system's right monitor on the table was not working. Also, when fluoroing no images come up, the system only displays searching. No pt injury reported.

Manufacturer narrative:
The ge rep conducted an on site evaluation. The rep troubleshoot and found that if monitor was bumped with a hand, it would blink on and off. Replaced monitor and tested unit. Working as intended and was returned to service.